Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was implanted bilaterally on (B)(6) 2018. The recipient underwent surgery on (B)(6) 2018 to treat csf (cerebrospinal fluid) leakage which was occurring on the right implanted side. The device was removed during this procedure. After the procedure it was attempted to re-insert the device again, but results were poor. The decision was made to implant with a new device of the same electrode type.

Manufacturer narrative:
Conclusions: as per received information, the recipient underwent a revision surgery due to medical/clinical reasons i.e. Post-operative csf leakage. During this surgical procedure the implant was removed and then re-insertion of the same device was attempted with no good results. The device investigations showed damages to the active electrode which are typical for occuring due to multiple insertion attempts. It is therefore assumed that the device was inadvertently damaged during the revision surgery. In addition, damages to the active electrode caused by device minute mobility were observed during investigation; this might also be related to the repeated manipulations, considering the temporal proximity between implantation and revision surgery. However it cannot be exactly determined when this damage occurred as no in situ measurements have been received. The investigation findings go in line with the reported problem. This is a final report.

Event description:
The recipient was implanted bilaterally on (B)(6) 2018, but had to undergo revision surgery on (B)(6) 2018 to treat cerebrospinal fluid leakage on the right implanted side. Subtotal petrosectomy was performed; the device was removed during this procedure and an insertion test device was left in the cochlea temporarily. After the procedure was completed, it was attempted to re-insert the device again, but electrophysiological results were poor. The decision was made to implant a new device of the same electrode type. Despite repeated requests, no further information has been received.